Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The unit was sent to a covidien service center. Upon triage, a service tech found that the power cord is showing bare copper wires.

Manufacturer narrative:
One scd express compression system was returned for investigation. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. An internal inspection found the power supply found it had a broken pin and a lifted trace, identifying another problem with the unit. The power supply was replaced to correct the problem. The scd express was manufactured in 2008. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.